Manufacturer narrative:
Life-threatening - corrected to "no".

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka), and an elevated blood (bg) glucose level of 600 mg/dl; the cause was unknown. The customer went to the emergency room (ER) where intravenous fluids and intravenous insulin was administered to address the high bg. The customer left the ER win stable condition and a bg approximately 111 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy, and the customer was instructed to consult with their healthcare provider regarding bg level.